Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshot review confirmed the case had exited during femur cut, and the naviosystem.log confirmed the internal error during femur cut. The internal error message occurring during bone removal is an occurrence of a known software issue that is under investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence tablet blacked out right before milling the distal femur . As the screens came back on, they were about to mill their distal femur, but received an internal error. Therefore, they quit, resumed, calibrated and proceeded to mill the distal femur. But while milling the distal femur, they received a system time out error. So, they hit continue and proceeded without error. The procedure was completed, with a non-significant delay, using the same devices. Patient was not harmed due to the problem reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).